Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had moved") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had moved / right side appeared to be outside the anterior fundus"), embedded device ("migration of essure device location of device: anterior myometrium/ left side was also possibly through the anterior myometrium") and uterine perforation ("perforation (uterus) / the patient's left side adhesion was taken down and patient was noted to have the essure which had perforated through the uterine wall completely.") In a 48-year-old female patient who had essure (batch no. B09704, b09710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer and depression. Previously administered products included for an unreported indication: letrozole, alendronate, advil and hydrochlorothiazide. Concurrent conditions included body mass index normal, uterine fibroid, uterine prolapse, rectocele and cystocele. On (B)(6) 2014, the patient had essure inserted. In april 2016, the patient was found to have weight increased ("weight gain"). In august 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In november 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2017, the patient experienced rash macular ("rashes or skin conditions type: blotching in skin and warts") and was found to have skin papilloma ("rashes or skin conditions type: blotching in skin and warts"). On (B)(6) 2017, the patient experienced nausea ("nausea"), 2 years 3 months after insertion of essure. In september 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: urinary tract, vaginal") and vaginal infection ("infection (bladder/ urinary tract/vaginal)type: urinary tract, vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), cold sweat ("clod sweat"), pyrexia ("fever") and bladder pain ("pain in bldder"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingo oophorectomy. And laparoscopic assisted vaginal hysterectomy(full) bilateral salpingo oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, uterine perforation, urinary tract infection, vaginal infection, dysmenorrhoea, bladder disorder, migraine, headache and urinary tract disorder outcome was unknown and the rash macular, skin papilloma, nausea, fatigue, alopecia, weight increased, cold sweat, pyrexia and bladder pain had resolved. The reporter considered alopecia, bladder disorder, bladder pain, cold sweat, device dislocation, dysmenorrhoea, embedded device, fatigue, headache, migraine, nausea, pyrexia, rash macular, skin papilloma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram - on 06-apr-2017: result:which showed thickening of the posterior bladder wall adjacent to metallic foreign objects on which the right side appeared to be outside the anterior fundus and the left side was also possibly through the anterior myometrium.. Hysterosalpingogram - in april 2014: result: total bilateral occlusion. Ultrasound scan vagina - on 30-apr-2015: findings: adnexa: no free pelvic fluid or suspicious adnexal masses. Essure tubal occlusion devices are noted within the pelvis. Solitary uterine letomyoma. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record: device embedded lot number:b09704 manufacturing date:2013/03 expiration date:2016/03. Lot number:b09710 manufacturing date:2013/03 expiration date:2016/03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had moved / right side appeared to be outside the anterior fundus"), embedded device ("migration of essure device location of device: anterior myometrium/ left side was also possibly through the anterior myometrium") and uterine perforation ("perforation (uterus) / the patient's left side adhesion was taken down and patient was noted to have the essure which had perforated through the uterine wall completely.") In a 48-year-old female patient who had essure (batch no: b09710, b09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer and depression. Previously administered products included for an unreported indication: letrozole, alendronate, advil and hydrochlorothiazide. Concurrent conditions included body mass index normal, uterine fibroid, uterine prolapse, rectocele and cystocele. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced rash macular ("rashes or skin conditions type: blotching in skin and warts") and was found to have skin papilloma ("rashes or skin conditions type: blotching in skin and warts"). On (B)(6) 2017, the patient experienced nausea ("nausea"), 2 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: urinary tract, vaginal") and vaginal infection ("infection (bladder/ urinary tract/vaginal)type: urinary tract, vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), cold sweat ("clod sweat"), pyrexia ("fever") and bladder pain ("pain in bldder"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingo oophorectomy. And laparoscopic assisted vaginal hysterectomy(full) bilateral salpingo oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, uterine perforation, urinary tract infection, vaginal infection, dysmenorrhoea, bladder disorder, migraine, headache and urinary tract disorder outcome was unknown and the rash macular, skin papilloma, nausea, fatigue, alopecia, weight increased, cold sweat, pyrexia and bladder pain had resolved. The reporter considered alopecia, bladder disorder, bladder pain, cold sweat, device dislocation, dysmenorrhoea, embedded device, fatigue, headache, migraine, nausea, pyrexia, rash macular, skin papilloma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram: on (B)(6) 2017: result:which showed thickening of the posterior bladder wall adjacent to metallic foreign objects on which the right side appeared to be outside the anterior fundus and the left side was also possibly through the anterior myometrium. Hysterosalpingogram: on (B)(6) 2014: result: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2015: findings: adnexa: no free pelvic fluid or suspicious adnexal masses. Essure tubal occlusion devices are noted within the pelvis. Solitary uterine letomyoma. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record: device embedded. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received: reporters were added. Reporter's information were added. Lot no. Was added. Events-infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal, rashes or skin conditions type: blotching in skin and warts, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: anterior myometrium, nausea, dysmenorrhea (cramping), pain, fatigue, perforation (uterus), weight gain, hair loss, fever, cold sweat & pain in bladder were added. Historical drugs were added. Lab tests were added. Auto narrative was added. Concomitant condition was added. Reporter causality comment was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had moved / right side appeared to be outside the anterior fundus'), embedded device ('migration of essure device location of device: anterior myometrium/ left side was also possibly through the anterior myometrium') and uterine perforation ('perforation (uterus) / the patient's left side adhesion was taken down and patient was noted to have the essure which had perforated through the uterine wall completely.') In a 48-year-old female patient who had essure (batch no. B09704, b09710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, depression, alopecia, benign neoplasm of eyelid and fsh. Previously administered products included for an unreported indication: letrozole, alendronate, advil and hydrochlorothiazide. Concurrent conditions included body mass index normal, uterine fibroid, uterine prolapse, rectocele, cystocele, hypertension, osteoporosis, bladder wall thickening and rectocele. Concomitant products included letrozole since 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced rash macular ("rashes or skin conditions type: blotching in skin and warts") and was found to have skin papilloma ("rashes or skin conditions type: blotching in skin and warts"). On (B)(6) 2017, the patient experienced nausea ("nausea"), 2 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: urinary tract, vaginal") and vaginal infection ("infection (bladder/ urinary tract/vaginal)type: urinary tract, vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), cold sweat ("clod sweat"), pyrexia ("fever") and bladder pain ("pain in bldder"). The patient was treated with antibiotics, ibuprofen, ondansetron, paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingo oophorectomy. And laparoscopic assisted vaginal hysterectomy(full) bilateral salpingo oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, uterine perforation, vaginal infection, bladder disorder, headache and urinary tract disorder outcome was unknown and the urinary tract infection, dysmenorrhoea, rash macular, skin papilloma, migraine, nausea, fatigue, alopecia, weight increased, cold sweat, pyrexia and bladder pain had resolved. The reporter considered alopecia, bladder disorder, bladder pain, cold sweat, device dislocation, dysmenorrhoea, embedded device, fatigue, headache, migraine, nausea, pyrexia, rash macular, skin papilloma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram - on (B)(6) 2017: result:which showed thickening of the posterior bladder wall adjacent to metallic foreign objects on which the right side appeared to be outside the anterior fundus and the left side was also possibly through the anterior myometrium. Hysterosalpingogram - in (B)(6) 2014: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: findings: adnexa: no free pelvic fluid or suspicious adnexal masses. Essure tubal occlusion devices are noted within the pelvis. Solitary uterine letomyoma. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: device embedded. Lot number:b09704 manufacturing date:2013/03 expiration date:2016/03. Lot number:b09710 manufacturing date:2013/03 expiration date:2016/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Event outcome updated for: dysmenorrhea (cramping), urinary tract infection and migraines. Medical history, reporters and concomitant drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.